Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 80% stenosed lesion was located in a moderately tortuous and non-calcified left circumflex artery. The physician was attempting to pass a 2.25x12mm taxus liberte atom drug eluting stent through a saphenous vein graft (svg) to the native left circumflex artery, but the physician could not cross a 60-65% stenosed lesion in the svg. The lesion in the svg was predilated with a 2.0x15mm apex balloon and a 4.5x16mm liberte stent was deployed in the svg lesion reducing the stenosis to 0%. The 2.25x12mm taxus liberte atom drug eluting stent was again advanced through the svg, but still could not cross the lesion in the svg. The lesion in the svg was dilated again with a 2.0x15mm apex balloon. The 2.25x12mm taxus liberte atom drug eluting stent was again advanced, but could not cross the previously deployed stent. The physician changed guides to provide better support and the physician noted that there was stent damage. The procedure was completed with another taxus liberte atom drug eluting stent. No patient injuries or complications occurred. Patient status is "fine".

Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a taxus liberte (otw) stent delivery system (sds). Blood and contrast were visible in the distal and midshaft of the device which is consistent with the reported information that the device was used. The sds with stent was visually, tactually and microscopically examined along the entire length and the only damage seen on the device was stent and tip damage. The stent had the first row of struts stretched and extending back from the proximal end at 45 degrees. The undamaged portion of the returned stent meets the applicable specification for outer diameter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications the most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 80% stenosed lesion was located in a moderately tortuous and non-calcified left circumflex artery. There physician was attempting to pass a 2.25x12mm taxus liberte' atom drug eluting stent through a saphenous vein graft (svg) to the native left circumflex artery, but the physician could not cross a 60-65% stenosed lesion in the svg. The lesion in the svg was predilated with a 2.0x15mm apex balloon and a 4.5x16mm liberte' stent was deployed in the svg lesion reducing the stenosis to 0%. The 2.25x12mm taxus liberte' atom drug eluting stent was again advanced through the svg, but still could not cross the lesion in the svg. The lesion in the svg was dilated again with a 2.0x15mm apex balloon. The 2.25x12mm taxus liberte' atom drug eluting stent was again advanced, but could not cross the previously deployed stent. The physician changed guides to provide better support and the physician noted that there was stent damage. The procedure was completed with another taxus liberte' atom drug eluting stent. No patient injuries or complications occurred. Patient status is "fine".